Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported by the rep that when extracting a staple the extractor bent 90 degrees and snapped.